Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0502n, implanted: (B)(6) 2013, product type: lead (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) worked for a while and then it stopped about one month ago and the patient had a loss of therapeutic effect. The patient¿s healthcare provider (hcp) had the patient trying different programs to regain efficacy. The patient got up frequently to go to the bathroom at night and sometimes did not make it to the bathroom. It was also stated that the patient was shocked when leaning forward or backward. This also began one month to one month and a half ago. The patient was to change programs to avoid this. The patient denied any fall or trauma associated with the event. The patient¿s next appointment was in (B)(6) 2014.